Event description:
The manufacturer received information a trilogy evo ventilator was returned to the manufacturer's service center for evaluation of an alleged service required alarm. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported. On device evaluation, a service required alarm was confirmed recorded in the device error log indicating proximal pressure sensor railed to maximum negative value. Replacement of the system printed circuit board assembly was completed to address this issue. After repair, the device passed final testing. Additional findings not related to the reported malfunction/issue: four-year preventative maintenance required muffler assembly and air inlet foam filter replacements.